Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event.upon evaluation of the device, physio observed an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be due to an electrically leaky capacitor, designator c160.